Event description:
After a plcr75b reload had been fired via a plc75 stapler in a partial gastrectomy procedure, it was noted that the tissue had been only partially stapled and was only partially transected. The problem was rectified with the firing of another plcr75b reload with a different plc75 stapler.

Manufacturer narrative:
Patient's age and weight are not known. The returned plc75 stapler was found to have a broken anvil pull screw. This is believed to have been the root cause of the partial cut and partial stapling observed during the procedure. A corrective action plan has been initiated to address this non-conformance.